Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria to date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2012 and he mesh was implanted. It was reported that post implant of the device the patient experienced hip, groin, leg and abdominal pain. The patient also experienced cramping, painful sexual intercourse, gum disease, gallbladder removal surgery, joint pain, psoriasis, bloating, constipation, fatigue, depression, anxiety, egg allergy, ankle pain, blurred vision and brain fog. In 2018 the patient discovered that the mesh had been causing her symptoms.